Manufacturer narrative:
As reported, upon opening two (2) 6f 100 cm extra back-up 3 (xb3) vista brite tip guiding catheters were found already cracked at the hub. The devices were not prepped because of being cracked. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices were not returned as anticipated. The reported events of ¿luer hub-cracked¿ could not be confirmed as the devices were not returned for analysis and images were not provided. The exact cause of the issues experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported events. However, storage/handling factors are possible. According to the instructions for use (IFU), although not intended as a mitigation of risk, it cautions ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ also provided in the recommended procedure, ¿remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ without return of reported devices, it is not possible to determine if the issues reported could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, upon opening two (2) 6f 100 cm extra back-up 3 (xb3) vista brite tip guiding catheters were found already cracked at the hub. The devices were not prepped because of being cracked. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices were not returned as anticipated.